Manufacturer narrative:
A ge service representative performed an onsite investigation. The imager and the x-ray tube supply were checked. The poor connection on the fuse holder of the x-ray tube heater was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images. There was a poor connection on the tube heating supply fuse holder. No pt injury was reported.